Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm when the infusion was completed and when the nivolumab filter was empty, the pump kept pumping. There was no known patient injury or medical intervention associated with this event. No additional information is available.